Event description:
It was reported that a malfunction alarm, specifically malfunction code 12, occurred due to a momentary power loss to the vibrator motor. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact reported. The customer experienced at least three occurrences of this malfunction but will continue using the current pump while waiting for a replacement. The replacement pump will be shipped by technical support, and the customer was instructed on how to return the problematic pump. The customer acknowledged the instructions given.